Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the customer changed the pump supplies multiple times and did not observe insulin exiting the cartridge tubing during the load procedure. Customer's blood glucose (bg) was 246mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.